Manufacturer narrative:
(B)(4). Physicians name provided. A query of the vascular integrated product experience and reporting (viper) complaint-handling database cannot be performed for the reported lot as the lot information for the device was not provided. All available information was investigated and a definitive cause for the slda in this incident could not be determined based on the limited information provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. As this is a physician comment and there is no specific device, there is no device to return. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the physician made a comment that there might be a slight increase in slda with the nt than with the classic device. It was not possible to equate the complete dates of procedures. It was just the physicians feeling. There was no adverse patient effect reported. There was no clinically significant delay in the procedures reported. No additional information was provided.